Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy. The patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, uterine prolapse, a cystocele, an enterocele, and a rectocele. The patient underwent the concurrent procedures of a total abdominal hysterectomy with bilateral salpingo-oophorectomy, abdominal sacral colpopexy, repair of a cystocele, repair of an enterocele, repair of vaginal vault prolapse and also a halban procedure during mesh implantation. It was reported that the patient experienced mesh exposure and underwent excision of mesh, closure of vaginal cuff and tension free tape (tvt) suburethral sling on (B)(6) 2010. It was reported that following insertion the patient experienced vaginal discharge and erosion due to recurrent sacral colpopexy vaginal mesh erosion, after total abdominal hysterectomy /asc. As a result, a laparotomy, enterolysis (45 minutes), lysis of adhesions, compete excision of sacral colopexy mesh, repair of vagina, uterosacral suspension and cystourethroscopy were done on (B)(6) 2011 it was reported that the patient underwent excision of mesh on (B)(6) 2011 due to severe and recurrent vaginal discharge due to recurrent sacral colpopexy vaginal mesh erosion. No additional information has been provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.